Manufacturer narrative:
The technician replaced the broken brake mechanism and adjusted the brake tension to repair the bed.

Event description:
Information received indicates the brake will not hold.